Event description:
General report received of an unspecified number of undocumented incidents of disconnections. The tubing sets were connected to unspecified tubing sets and were being used to deliver unspecified medications. After unspecified lengths of time in use, it was reported that the "connections come apart easily". There were no reported adverse pt effects and no reported delays of therapy critical to these pts. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the devices were discarded. The devices were not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).